Event description:
Discordant, falsely low calcium results were obtained on patients samples on an advia 1800 instrument. The discordant results were reported to the physician(s) who questioned the results. The samples were rerun and resulted higher and rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant falsely low calcium results.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data the fse did not find an instrument malfunction. During troubleshooting with the customer the fse discovered that the calcium quality controls had been running low. The customer replaced the calcium reagents and calibrated the assay. Quality controls were then run all of which were in range. The cause of the discordant falsely low calcium results is unknown. This instrument is performing according to specifications. No further evaluation of this device is required.